Event description:
It was reported by the patient¿s son that the patient¿s implantable cardioverter defibrillator (ICD) ¿seemed to stop working¿, that the patient ¿was in atrial fibrillation (af)¿, and was ¿going into episodes of ventricular tachycardia (vt)¿. The patient was told that a wire migrated in the heart; however, after being transferred to a different hospital, the healthcare providers believed that the wire had not migrated. The patient presented to the emergency department and a remote transmission was done that indicated that the ICD triggered a lead integrity alert (lia) for sensing integrity counter (sic) and high-rate non-sustained episodes due to an external electrical source. Additionally, there were no vt episodes recorded on the day of the event, however oversensing was noted on both the right atrial (ra) and right ventricular (rv) channels. During the time of the oversensing, the ICD delivered 40 atrial anti-tachycardia pacing sequences and the patient¿s rhythm changed to a true atrial arrhythmia. It was indicated that patient was at a boat ramp working in water at the time of noted oversensing where there were posted signs stating ¿possible current leakage in the water¿. The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.